Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic relaxation. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03725. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced dyspareunia, back, hip and abdominal pain, urinary tract infections and bowel spasms. (B)(4) - dyspareunia; bowel spasms.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03725. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that following insertion the patient experienced pain, infections, urinary incontinence, pain during sexual intercourse, and bladder infections. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic relaxation on (B)(6) 2009 and mesh was implanted into the patient. The patient underwent the concurrent procedures of posterior enterocele repair, sacrospinous fixation, and cystoscope during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that post implantation the patient experienced dyspareunia, back pain, hip pain, abdominal pain, urinary tract infections and bowel spasms. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.